Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the robotics coordinator contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the arm had no memory. The robotics coordinator said she was informed that the issue was on arm 2 but when the robotics coordinator went to look at the system, the endoscope was installed in that arm and hence thought it might be arm 3. The customer also stated that when the staff installed the instrument after removing, the instrument was not stopping when inserted. The tse viewed the logs and noticed no instrument was currently installed. The customer stated that this issue occurred earlier today and would like the system checked. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using all 4 arms. The issue occurred only on one of the arms, but she did not know which arm had the issue. The issue did not occur on any other procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue. The fse performed system verification to verify the system was operating correctly. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.